Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve may have moved slightly close to a 'zero position'. Moderate paravalvular leak (pvl) was noted according to the operator, however, less pvl seen by tte than angiogram. The team decided to implant a second valve. A second s3u valve was deployed at a slightly lower position with satisfactory results. Per medical opinion, the perceived root cause of the valve malposition may have been due to the pigtail catheter slightly moving up on deployment after reviewing the angio.

Manufacturer narrative:
Correction to section h6. The valve remains implanted in patient. A review of imagery provided showed the valve was deployed higher from the base of the cusp. A pvl jet was observed at the highest deployment area with retrograde flow of contrast media appeared retrograde flow (from aorta to the ventricular). Paravalvular leak (pvl) was confirmed. The complaint was confirmed based on procedural imagery. A review of complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, ''during the implant, in aortic position by transfemoral approach the valve may have moved up slightly, although there was no loss of capture. There was moderate pvl according to the operator. It seemed that there was less pvl seen by tte than angiogram. The operator was adamant that a second valve was required''. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bv may indicate potential balloon movement during valve deployment per imagery review, it appeared the valve was not positioned and deployed properly. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions not a product risk assessment (pra) are required.